Event description:
It was reported that excess of blood was observed at the luer lock connector of a blood administration set. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.